Event description:
One endeavor otw drug-eluting stent was implanted at the mid lad, pt was asymptomatic / free of symptoms at 30 day follow up. A sudden death is reported to have occurred approximately 3 months following index procedure. Investigator indicated that event was associated with an mi. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
Evaluation results: mi, death.